Event description:
It was reported that the patient presented to follow up clinic and it was discovered that both his ra and rv leads were both dislodged. No signal or capture was seen on the ra lead. Rv showed low sensing and high thresholds. X-ray confirmed leads dislodgement. The leads were explanted and replaced with no further issue. The patient was stable. Related manufacturer reference number: 2017865-2023-00030.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece for analysis. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was partially extended with signs of blood. X-ray examination found no anomalies in the lead body. After it was cleaned the helix was able to be retracted and extended with torque applied directly to the connector pin. The measured full helix extension length was within product specification. The reported events of failure to capture and failure to sense were not confirmed.